Event description:
It was reported that the cassette was not recognized. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was confirmed, the downstream occlusion sensor doesn't work. The cause of the problem is unknown. The downstream occlusion (dso) sensor will be replaced in order to fix the issue.